Event description:
It was reported that "revision surgery for a broken 5.5 radius vitallium rod".

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.